Manufacturer narrative:
The device was returned for analysis. The reported ¿sheath disintegrated¿ was confirmed as the sheath was shredded. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a starclose se device after an interventional procedure. Reportedly, there was no resistance advancing the thumb advancer; however, as thumb advancement was being performed, the green sheath started disintegrating into pieces, approximately 6 pieces. This occurred above the patient body, nothing was left in the vessel. The clip was not deployed and the starclose se device was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.